Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the sureform 60 stapler fired two fires then would not take load. It was only calibrated to 30%. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 60 stapler to perform failure analysis. The sureform 60 stapler was analyzed and found to have high drivetrain friction homing failures based on log review. The instrument was placed and driven on an in-house system. The instrument passed initialization and moved intuitively with full range of motion in all directions. The jaw opened and closed properly. The instrument clamped, fired and unclamped without any issues. Additionally, the I-beam was extended and found lodged staples in the I-beam path. This failure caused the failed during initialization failure of the instrument. Signs of corrosion were found on the instrument bearing. Bearing found at the proximal end of the main tube exhibits orange discoloration. The complaint was confirmed by failure analysis.